Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced due to premature battery depletion. During the replacement procedure, the shock impedance raised to 165 ohms. Thus, the physician decided to replace the implantable electrode as well. This s-ICD is expected to be returned for analysis and no additional adverse patient effects were reported.